Event description:
The customer obtained discordant (B)(6) vitros anti-hav igm results ((B)(6)) from a single patient sample processed on the vitros eciq immunodiagnostic system. The (B)(6) vitros anti-hav igm results were considered to be (B)(6) based on (B)(6) results obtained from the same patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant (B)(6) vitros anti-hav igm results were not released out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discordant (B)(6) vitros anti-hav igm results were obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. Additional discordant (B)(6) vitros anti-hav igm results ((B)(6)) were obtained from the same patient sample using an alternate reagent lot (2730) during internal testing performed by ocd. The investigation was unable to determine a definitive root cause. However, the presence of an unknown sample interferent could not be ruled out as a contributing factor. The root cause of this event is unknown.